Event description:
It was reported that the patient just had his adaptive stimulation (as) programmed in one day ago. It was stated that he didn't have a very restful night last night. He went to bed and felt good. However, he woke up in the middle of the night and felt vibration. It was stated that the manufacturer's representative told him he programmed the stimulation so that it would turn off on it's own at night. He woke up in the morning and went to sit up and had too much vibration in his right leg. When he synchronized, he saw "a 350v" for every position. The vibration was all the same. When he went from standing to sitting, the vibration in his leg was too strong. During the report, the patient saw transition zone showing on his programmer screen. At the time of the report, he was sitting and did not change positions. After the patient synchronized when sitting and then standing, after standing the programmer was showing upright position again. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger. (B)(4).